Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a scheduled followup, nonsustained right ventricular oversensing episodes were observed. An interaction between pvc and the intrinsic rhythm led to failure to track sinus p-waves. A programming change was recommended if retrograde p-waves are not present. The patient will return for a follow up visit in (B)(6). No further information is available.